Manufacturer narrative:
Device was not implanted the actual device was not returned for evaluation. A review of the device history record of the product code/lot# combination was conducted no findings. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00238 and 2243441-207-00240. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when pulling back the evolution device handle, the compaction tube would not go down to compact the collagen. The following information was provided by the user facility: the tube would get stuck to the handle. The users are very experience with this device. It was reported that the technique they used to implant the device is in line with the IFU. It was reported that the patient was ok. It was reported that the procedure outcome was ok and there were no repercussions to the patient. It was reported that there was minimal blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.